Event description:
While pushing a resident to another room, the back of the seat allegedly popped up, throwing the resident to the ground. This allegedly resulted in serious injury requiring stitches.

Event description:
While pushing a resident to another room, the back of the seat allegedly popped up, throwing the resident to the ground. This allegedly resulted in serious injury requiring stitches.